Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Upon follow up with the reporter it was reported that the patient that was involved in the event was a 71 year old female. No medical intervention or x-ray were required. The patient was treated for infection. There was no wound culture performed. It is unknown what antibiotic, if any was given. Signs of infection (unspecified) were evident two to three days post operation. A new engine was used to complete the surgery. According to the doctor, he could not identify which device the leak was coming from. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional information: additional information was received from the reporter on 01/21/2019. The reporter stated that the oily liquid produced redness in the operated area and as a result the patient was hospitalized for an additional five days. It was also reported that there was a 15-20 minute delay in the procedure. It was also reported that two additional devices, a battery handpiece device and a saw attachment device therefore this report is 1 of 3 for the same event.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Follow-up report two had the incorrect year submitted . The correct year is 2019. The correct date the additional information was received was january 21st, 2019.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Upon further review of this complaint, it was determined that the reported event was incorrectly filed as a device malfunction. Based on the review, it was reported that the oily liquid produced redness in the operated area and for that reason the patient was kept five more days in the hospital. It was also reported that there was a 15-20 minute delay in the procedure. Therefore, the reported event has been updated from a device malfunction to a serious injury. It was also reported that two additional devices, a battery handpiece device and a saw attachment device therefore this report is 1 of 3 for the same event. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device serial number, date of manufacture and manufacture site name and address were documented as unknown in the initial report. The serial number, date of manufacture and manufacture site name and address have all been updated accordingly. The UDI has also been updated accordingly. UDI: (B)(4).

Manufacturer narrative:
The device date of manufacture and serial number are unknown; therefore, UDI: (B)(4). The manufacturing location is unknown. Device manufacture date is unknown. The device serial or lot number is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the saw attachment device began secreting a blackish viscous material compatible with oil which constantly contaminated the operative area. It was reported that after ten minutes of use, the equipment stopped working for which the surgery was affected. It was reported that alternative methods where used to continue with surgical intervention. There was patient involvement. There were no reports of injuries or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The actual device was returned for evaluation. Quality engineering evaluated the device the reported condition could not be re-produced and therefore was not confirmed and an assignable root cause was not determined. However, during repair, it was determined that the attachment's saw blade clamping mechanism was running rough, the interior mechanics were moving heavily and the device heated up quickly. It was also determined that the device failed pre-test for saw blades, free movement and the interior mechanics were severely corroded. The leakage that was reported may have been due to excessive heat inside of the attachment which could result in an increase of pressure. No liquid was found inside of the attachment, however traces of residue were detected. During review of the device manufacturing records for this device it was found that there were no anomalies that occurred during the manufacturing or processing of the device that would have been expected to cause or contribute to the reported event. The assignable root cause of the corroded internal components was determined to be due device design. This issue has been escalated to a CAPA. The assignable root cause for the heat was determined to be due to premature wear. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.